Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar. A cannula wing tab was observed to be missing from the cannula. Based on the condition of the returned unit, it is possible the leakage experienced was caused by the fractured cannula wing tab. However, the exact root cause of the damaged cannula wing tab is unknown. Based upon the initial description of the event, the event of seal leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the cannula wing tab fracture. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: cholecystectomy. Event description: during the procedure, it was observed that the trocar was leaking. It was necessary to replace the material with another. Additional information received from applied medical representative via email on 12nov2024: the patient's status is stable. The event was completed after replacing the trocar with another. The procedure being performed was a cholecystectomy. A veress needle and an [brand name] clip were used with the trocar. The leak was noticed at the beginning of the procedure. Is it unknown what instrumentation passed through the event unit(s) during the procedure. There was no component damage. Intervention: it was necessary to replace the material with another. Patient status: stable.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: during the procedure, it was observed that the trocar was leaking. It was necessary to replace the material with another. Additional information received from applied medical representative via email on (B)(6)2024: the patient's status is stable. The event was completed after replacing the trocar with another. The procedure being performed was a cholecystectomy. A veress needle and an [brand name] clip were used with the trocar. The leak was noticed at the beginning of the procedure. Is it unknown what instrumentation passed through the event unit(s) during the procedure. There was no component damage. Intervention: it was necessary to replace the material with another. Patient status: stable.